Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a battery alarm. No patient harm was reported.

Manufacturer narrative:
Resolution and disposition: to date the customer has not approved the repair. No repair performed .